Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading on their adc blood glucose meter. Customer reported a reading of 186 mg/dl which was higher than a lab reading of 88 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported products were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving a high reading on their adc blood glucose meter. Customer reported a reading of 186 mg/dl which was higher than a lab reading of 88 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.